Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door continued to fail after being recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator door was failed. A field service engineer (fse) found that the remote manager failed to unlock. The device was troubleshot, the latch micro switches were replaced, and the connections were cleaned. Because multiple failures continued even after repairing the latch, the pyxis controller board was also replaced. The system functioned as intended after the field service engineer repaired the device.